Event description:
A complaint was received regarding part number: m398, lot: 211022-56, size: 3/0 pdo swage suture. The customer stated that the sutures had no tensile strength and would easily break just by inserting the suture through the skin. The customer further stated that many surgeries were performed, and that breakages occurred during procedures. According to the customer, most were for closing off incisions. The provider mentioned several patients involved, but an actual count was not provided; there were no reports of delays in the procedures greater than 30 minutes. No further information was obtained from the clinic.

Manufacturer narrative:
UDI related data quality updates only.